Manufacturer narrative:
The insulin pump was received with reservoir tube lip completely broken off, missing reservoir tube lip o-ring, cracked case near display window corners, cracked on display window, stained end cap sticker and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was cracked at reservoir area, had missing o ring and the part of it had come off. The customer¿s blood glucose level was 325 mg/dl. The customer reported that the reservoir was locking in place however, customer felt that it was not stable. The customer declined troubleshooting for high blood glucose level. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.